Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported low flow hazard alarms on (B)(6) 2025; however, the log files confirmed a low flow hazard alarm on (B)(6) 2025 associated with higher pulsatility index (pi) values. A specific cause for the alarm could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncope could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2025. An intermittent low flow hazard alarm was captured on (B)(6) 2025, which was associated with elevated puisatility index (pi) values. Additionally, multiple pi events were captured throughout the files. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported syncope; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pi. Section 4 of the IFU, ¿heartmate touch communication system, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had one low flow on (B)(6) 2025. The patient stated after moving around the low flows stopped and had not experienced any since then. The patient was also concerned about having higher pulsatility index (pi) values. Log file were submitted for review and captured some clusters of pi events. Otherwise, the log file captured routine events, there were no adverse alarm conditions. The log file did not contain any low flow events for the period of (B)(6) 2025 through (B)(6) 2025. The patient experienced a syncopal event during a low flow alarm. Additional log files were submitted for review due to possible suction event. Log files captured four low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm. The log file contained only low flow estimates when the calculated pi was dynamic and elevated. Going forward in the log file, on (B)(6)2025, no more low flow events were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.